Manufacturer narrative:
Zoll has not received the quattro catheter for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
As reported, during ivtm treatment, the quattro catheter was placed in the patient's femoral vein and the insertion was smooth. The user noticed blood tinge in the catheter and observed empty saline (500 cc) bag. The temperature at the time of issue was almost 33°c. Advised the user to replace the catheter and suk to continue the treatment. No additional information was provided. No known impact or consequence to patient information was available.

Manufacturer narrative:
The reported event of the quattro catheter (lot # 84405) was confirmed. A pinhole leak was observed at the proximal end of medial 2 balloon during functional leak test. The most probable root causes for the reported issue could be due to latent material defect. Initial visual examination of the returned catheter was performed and no evident physical damage was observed. Balloons were covered in dried blood. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance, except the medial port was clogged with blood. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the proximal end of media 2 balloon. The catheter was inspected under the microscope to confirm the pinhole noted during functional test. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no similar complaint reported for the quattro catheter with lot no 84405.